Event description:
It was reported that a spectrum iq infusion pump had an issue of fast infusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d3: device manufacturer name. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device was tested for flow accuracy and delivered with a 5.008% accuracy error. A review of the event history log (ehl) revealed no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.